Event description:
Patient being treated for bph developed a hydronephrosis. Physician used a laser, but the company is not sure which one - either this company's, or another company's.

Manufacturer narrative:
The company heard through an outside source that there may have been an event that involved the company's laser. It is not clear whether the physician was using this company's laser, or another. The company thought it prudent to report the event. The company tried several times to ascertain the details of the event, but to no avail.